Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 217 mg/dl. Customer has been experiencing low blood glucose two to three times per month. The drive support cap is loose. The blood glucose reading at the time of the event was 46 mg/dl. Customer was taken to the hospital. Hospital staff advised the customer that the insulin pump may be defective. The insulin pump will be replaced. Nothing further reported.